Event description:
It was reported that during a cervical implant procedure, the patient went code blue for about five minutes in. It was noted that the physician was about one minute into his first incision when the patient was coded. The physician believed it was due to anesthesia. No product was implanted hence the device was in no way related to the code. The patient was reportedly doing fine. The facility discarded the opened lead kit.